Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level 449 mg/dl. Customer stated that their blood glucose was high because the were unable to get insulin flow block alarm due to bent cannula. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that the insulin pump was in auto mode at the time of the incident. Customer was treated with manual insulin injection and insulin pump. Insulin pump had passed self test, displacement test and high pressure test. The insulin pump will not be returned for analysis.